Event description:
A 3.0 diameter by 9mm length s7 stent delivery system was inserted in an attempt to direct stent to a lesion in the right posterior descending coronary artery. There were two stents previously implanted in the ostium and mid-right coronary artery two months prior to the procedure. The s7 stent delivery system was retracted in and out of the guide catheter during the attempts to cross the previously deployed ostial stent. It was not possible for the stent to cross the previously deployed ostial stent. It was not possible for the stent to cross through the proximal stent therefore the stent delivery system was removed. Upon removal, the stent dislodged from the delivery balloon at the femoral sheath. Attempts to locate the stent were unsuccessful. The stent remains within the patient's arterial vasculature. Further attempts to treat the lesion with a ptca balloon and another stent were unsuccessful in crossing the proximal stent. There was no further treatment to the target lesion. The patient was reported to be fine post procedure and there is no additional clinical sequelae reported related to the event. The stent delivery system being retracted in and out of the guide catheter in attempts to cross the previously deployed stent may have contributed to the stent dislodgement.